Manufacturer narrative:
A patient death was reported to abbott. Event details describe health issues unrelated to the implanted system. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient passed away. The physician does not believe the stroke was related to the device or procedure.

Event description:
Related manufacturer reference number: 3006705815-2021-04306. It was reported the trial patient suffered a massive stroke. The trial leads were pulled and the patient is currently hospitalized.